Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported error message. The pump was received with cracked lens, contaminated dso sensor, faulty uso sensor, and inoperable latch lock sensor. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. An event log showed evidence of the reported issue. No problems or issues were identified during this DHR review. The device was further investigated, the error 41541 was found in software app and event log. Error 41541 is due to an inoperable latch lock sensor. The lcd lens was found with cracks on the bottom frame. The latch lock sensor and lcd lens were replaced.

Event description:
Information was received indicating that a smiths medical pump presented with ec 41541 and a cracked lens. There were no reported adverse events. There was no patient present at the time of the event.